Event description:
Info received indicates blood leaked from the 3/8" raceway tubing after the raceway had been walked during ECMO support. The pt died from complications in 2005. The hcp has stated no device failure occurred and no evidence found to suggest the reported event was due to any defect in the device.